Event description:
Clinic notes were received which indicate the patient has obstructive sleep apnea and is on bipap at night. Attempts have been made for additional information; however, they have been unsuccessful. It is unknown what the relationship, if any, is between the sleep apnea and vns. No additional information has been provided.

Event description:
The physician reported that the sleep apnea began on (B)(6) 2009 and is not related to vns. The sleep apnea does not occur with device stimulation and no interventions were taken or planned. There is no causal or contributory programming or medication changes that preceded the onset of the sleep apnea. The patient does not have a history of sleep apnea prior to vns therapy.